Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: rupture & silicone migration.

Event description:
Legal representative reported a patient with a left side lymph nodes appeared in the left armpit filled with rupture fluid and due to pregnancy, "patient is very nervous unable to sleep properly from the first reports". Device status is unknown.